Event description:
On (B)(6) 2012, the medical products agency (mpa) of (B)(4) notified coopervision, inc. Of an incident mpa (B)(4). The pt has serious corneal staining and was recommended lens rest until healed. The extent of the corneal staining is unk. No lenses were returned. No lot information provided. Attempts to contact the mpa for more information have been made with no reply to date. This is being filed as unconfirmed corneal staining.

Manufacturer narrative:
This is being filed as unconfirmed corneal staining. The device could not be evaluated as the customer has thrown it away. No lot information was provided, therefore, no evaluation or conclusions can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.